Event description:
It was reported that the patient implanted with this pacemaker experienced dizziness. The device was interrogated and found to have reverted to a safety mode status. This device was subsequently explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.